Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient experiencing pacemaker syndrome was seen in the emergency room. Upon interrogation, the pulse generator was found in backup vvi mode. A device download restored normal device function.